Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented to the clinic high capture threshold and noise events were observed. The lead was capped and replaced when an attempt to reposition the lead was unsuccessful. Patient was fine post-procedure.